Event description:
It was reported the patient discontinued use of the scs system approx a month after implant. As a result, the ipg is nonresponsive. Surgical intervention may be undertaken as the next course of action.